Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst medical complaint report was reviewed for the vaxcel pasv PICC product family and the failure mode "occluded." No adverse trend was indicated. The reported complaint description cannot be confirmed, nor can a definitive root cause be determined, as no sample was returned for evaluation. Potential contributing factors for the reported failure mode may be catheter positioning techniques used during the placement procedure, or patient anatomy. Manufacturing process controls for the vaxcel pasv PICC include a 100% in-process visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. Visual inspection which includes but is not limited to, visualizing for handling non-conformities such as scratches and kinked tubing as well as verifying the catheter was assembled correctly as per the drawing, also occurs. Catheter valves are subjected to visual inspection to verify the discs are centered within the valves. Aspiration and infusion testing is also performed to ensure that the valve both opens and closes under defined amounts of pressure. (B)(4).

Event description:
As reported by navilyst medical's distributor in the (B)(6), an indwelling PICC device was removed form a patient due to "occlusion of tpn and blood build up in the line." The patient condition was reported as "stable". The used catheter was discarded at the hospital. '